Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17655854 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an approach was made from the left inguinal region with a non-cordis guiding catheter to the right side. A guidewire (0.014) crossed the stenosed lesion and a saber rx (7mm*4cm) percutaneous transluminal angioplasty (pta) balloon catheter was inflated in the lesion as pta. Then another saber rx (8mm4cm155) pta was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. Then the saber pta was replaced with a new saber pta (8mm2cm155) and inflated. However, it ruptured at 12 atmospheres (atm). While it was removed, the balloon was caught by the distal tip of the guiding catheter and the balloon separated. The separated balloon was removed by a snare catheter. The physician commented that it was unknown if the balloon separated because of its quality or due to the calcification. It was also commented that since it was ruptured, the balloon might have not been deflated enough to remove, then it was caught by the guiding catheter while removal. The procedure was completed successfully. There was no reported patient injury. The products were clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown.

Event description:
As reported, an approach was made from the left inguinal region with a non-cordis guiding catheter to the right side. A guidewire (0.014) crossed the stenosed lesion and a saber rx (7mm*4cm) percutaneous transluminal angioplasty (pta) balloon catheter was inflated in the lesion as pta. Then another saber rx (8mm4cm155) pta was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. Then the saber pta was replaced with a new saber pta (8mm2cm155) and inflated. However, it ruptured at 12 atmospheres (atm). While it was removed, the balloon was caught by the distal tip of the guiding catheter and the balloon separated. The separated balloon was removed by a snare catheter. The physician commented that it was unknown if the balloon separated because of its quality or due to the calcification. It was also commented that since it was ruptured, the balloon might have not been deflated enough to remove, then it was caught by the guiding catheter while removal. The procedure was completed successfully. There was no reported patient injury. The products were clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The devices were stored and handled per the instructions for use (IFU). The products looked normal when removed from its packaging. The devices were prep normally (i.e. Maintained negative pressure). There was no difficulty removing the products from the hoop, the protective balloon covers, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the products the product into the patient. There was resistance/friction felt while inserting the balloons through the rotating hemostatic valve. There was no resistance/friction while inserting the balloons through the guide catheter. The devices were not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheters through the vessel. There was no difficulty crossing the lesion. The catheters were never in an acute bend. The devices did not have to pass through a previously placed stent. The balloons inflated normally. Separation occurred with the second saber, but all fragments were removed without any issue. The balloon catheter did not kink while being used. There were no other anomalies noted when the devices were removed from the patient.

Manufacturer narrative:
Complaint conclusion: an approach was made from the left inguinal region with a non-cordis guiding catheter to the right side. A guidewire (0.014) crossed the stenosed lesion and a saber rx (7x40mm) percutaneous transluminal angioplasty (pta) balloon catheter was inflated in the lesion as pta. Then, another saber rx (8x40mm155cm) pta was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. Then, the saber pta was replaced with a new saber pta (8x20mm155cm) and inflated. However, it ruptured at twelve (12) atmospheres (atm). While it was removed, the balloon was caught by the distal tip of the guiding catheter and the balloon separated. The separated balloon was removed by a snare catheter. The physician commented that it was unknown if the balloon separated because of its quality or due to the calcification. It was also commented that since it was ruptured, the balloon might have not been deflated enough to remove, then it was caught by the guiding catheter while removal. The procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The devices were stored and handled per the instructions for use (IFU). The products looked normal when removed from its packaging. The devices were prep normally (i.e. Maintained negative pressure). There was no difficulty removing the products from the hoop, the protective balloon covers, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the products the product into the patient. There was resistance/friction felt while inserting the balloons through the rotating hemostatic valve. There was no resistance/friction while inserting the balloons through the guide catheter. The devices were not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheters through the vessel. There was no difficulty crossing the lesion. The catheters were never in an acute bend. The devices did not have to pass through a previously placed stent. The balloons inflated normally. Separation occurred with the second saber, but all fragments were removed without any issue. The balloon catheter did not kink while being used. There were no other anomalies noted when the devices were removed from the patient. One non-sterile unit of saber rx8mm4cm155 was received coiled inside a plastic bag with another device. Balloon was already inflated. An unknown stopcock was received attached to the hub. No damages were noted on the device. Pressurized water was applied to the catheter using an indeflator (lab sample) and the balloon could be inflated without problem. A device history record (DHR) review of lot 17655854 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed for the first device received for analysis since no leakage was found. Regarding the first device reported, it is unknown what factors may have contributed to the issue experienced by the customer since a balloon burst was not found; however, it may be related to concomitant device factors or handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.